Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during the intraocular lens (iol) implant procedure, when lens was inserted noticed scratches on lens by injector. Additional information has been requested. There are two medical device reports associated with this file. This report is associated with the 2 of 2 files.